Event description:
It was reported that during transporting a patient, the cardiosave intra-aortic balloon pump (iabp) shut off and would not turn on again. There was no harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact office and contact person - mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse tested cardiosave batteries and observed failure as described intermittently. Isolated failure to power slot board, disassembled console removed defective power slot board and replaced. Tested and corrected failure. Unit passed all functional and safety tests per factory specifications, returned to customer. The following investigation was performed the technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received the power slot board with a reported unit failure of shut off during transporting a patient. The failure analysis and testing dept. Performed a visual inspection with a microscope and observed a white residue on the metal plate that the board is attached to. This residue is consistent with saline. Due to the saline, the fat dept. Cannot investigate this complaint any further. Probable cause of the shut down of the cardiosave, was the saline spill onto the power slot board. Retaining the board in the fat dept. Per procedure.

Event description:
N/a

Manufacturer narrative:
Updated fields- b4, d9, g3, g6, h2, h11.